Event description:
Boston scientific corporation became aware that during a procedure when the physician tried to deploy the subject device, the stabilizer hit the hub of the microdelivery catheter and the stent would still not deploy. The stabilizer ended up breaking because of the force that was used and th stent deployed inside of teh guiding catheter when the system was being pulled out. The case was aborted. The patient sustained no injury as a result of this event.